Manufacturer narrative:
Sample collection and storage information were not supplied. Controls were run before and after the incident and results were acceptable. Errors occurred on the system about an hour after the mc cup maintenance was performed by the customer. Reaction noise error also occurred during the same time frame. Bci field service engineer (fse) inspected the hardware and did not find any defect or problem. Fse replaced the crem module, ran precision test and results were acceptable. Replaced part is requested to be forwarded to bci for investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) to report false high crem results for three (3) patients, generated by the unicel dxc 800 pro synchron chemistry analyzer. One false high crem result, 3.89 mg/dl, was reported out of the lab and was questioned by the physician. A re-draw sample from the patient was tested on an alternate instrument which resulted 1.04 mg/dl. The original sample was re-tested on the alternate instrument which resulted 1.05 mg/dl. The original test report was amended. The patient was scheduled for surgery. Upon reviewing the false high crem result, the physician cancelled the surgery and re-scheduled for a later date. The customer did not know the type of surgery. A second patient's report was amended after lower result was obtained from repeat testing. The customer did not provide data for this patient. A third patient's report was not amended as the repeated crem value, although lower than the original value, was within customer's range. The customer did not provide data for this patient.